Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the catalog/model number and lot number for the device involved in the event was not provided, the full UDI is currently not available. D1, d2, d3, d4, g4-510k: this report is for an unk - insertion instruments: connecting/coupling screw: trauma/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during a tfna case, the helical blade inserter and coupling screw would not detach from the helical blade. The surgeon and scrub tech use the flexible screwdriver and pin wrench to unthread the coupling screw, but it would not budge. He then tried to uncouple the screw and inserter from the helical blade after the case, and even he could not get it out. The case was delayed 5 minutes because staff had to open a second tfna locking tray for a second helical blade inserter and had to open a second implant. There were no patient consequences, and the procedure proceeded accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Added: b3, d4 (catalog, primary UDI number), e1 facility name, g4 (PMA/ 510(k)). Corrected: d1, d2a, d2b. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d10. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.